Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: test completion date: (B)(6) 2024. Sampling from: distal end and elevator mechanism. Bacterial identification: staphylococcus hominis and micrococcus yunnanensis. Test completion date: (B)(6) 2024. Sampling from: suction channel. Bacterial identification: staphylococcus capitis and staphylococcus pasteuri. A review of the customer's response regarding the reprocessing, it was confirmed that there were no obvious deviations from the instruction manual in the reprocessing method. However, as a result of the in-service carried out by local staff, it was confirmed that minor deviations were found in the leak test and brushing. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth was observed. The following is included in the device instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope exhibited high-risk culture growth/high bacteria culture failing several times in the past 12 months and was tested positive for acinetobacter lwoffii group & brevundimonas diminuta in the working channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.